Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting that their facility failed one sample from the (B)(6) survey, where they reported the dat-06 result as negative when the expected result was supposed to be positive for igg when using the anti-human globulin reagent lot # rmg471d1. According to api summary report, 18 sites failed the survey for dat on sample #06 relevant information: issue started on: (B)(6) 2019; reported 1/8/20; reaction grade obtained: negative; customer was expecting: positive. Test repeated: yes, method/result obtained by repeating: same negative using tube method, sample ID: (B)(6), number of samples affected? 1x, was qc affected? Qc passed. Ahg rmg471d1, expire: 2021-06-26. Actions already performed by contact: repeated testing and having the same result. Troubleshooting steps performed by tsc: reviewed the summary of report with customer where she indicated that 18 other sites had negative for the (B)(6) sample. Recommended that customer contact (B)(6) to possibly get a new sample.